Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical inc. (Isi) received the sureform 60 stapler instrument associated with this complaint. The instrument was found to have a firing failure based on log review which was not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using an in-house blue reload. The instrument fired successfully, and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Isi received the blue sureform 60 reload associated with this complaint. The reload was found to have the blade rotated within the knife track. The blade was not exposed above the surface. There was also cartridge damage noted at the site of the rotated blade. Additionally, the reload was found to have cartridge damage. The cartridge was damaged in between the knife track at the site of the blade rotation. A review of the stapler logs was conducted. The following additional information was provided: the logs show a sureform 60 stapler instrument (part #480460-09, lot #k11240830-0271) was installed on the system 3 times and fired 3 blue sureform 60 reloads. There were no incomplete clamps or unclamps by this instrument. On installs 1 and 2, the firings were completed with no pauses for compression. On install 3, the firing stopped at around 85% completion. After the 3rd install, the instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, a partial fired occurred when a blue sureform 60 reload was fired with a sureform 60 stapler instrument. The partial fire occurred during the second firing sequence of the first sureform 60 stapler instrument used during the case on bowel tissue. No error messages occurred. No tissue was pushed forward or dragged. No fragments fell inside the patient. There were no clips, staples or other hard material between the instrument's jaws before the fire. Buttress material was not used. There were no reports of any clamping issues prior to firing the stapler reload. Additionally, the stapler reload was not fired over an existing staple line. The blue sureform 60 reload did not exhibit an exposed blade. Gaps and holes were observed within the staple line although no bleeding was produced. A vessel sealer extend (vse) instrument was utilized to repair the holes and gaps within the staple line. A second sureform 60 stapler instrument was opened and used for the remainder of the procedure. No additional tissue resection was required. The procedure was completed robotically.